Manufacturer narrative:
1. The customer returned 1photo and 2 defective samples: 1)the photo shows that sample has been used, and the extension tube of the sample (near the pp connector end) is damaged. 2)the returned sample shows: the specification is 24g, and there is blood in the sample's extension tube. Microscope examination of the sample's extension tube revealed damage on the tube, which is approximately 2mm from the pp connector. 2. DHR/bhr review (lot#5118731): 1)the products of this batch were assembled at intima ii auto line 2 in may, 2025, and packaged at r240 package line in may, 2025. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the extension tubing batches used in this batch of products are 5052410 and 5080026, review the raw material inspection records, no abnormalities. 3. The retained sample of this batch is taken for 45psi leakage test. The test result is within the product specifications. 4. Possible cause: 1)based on the analysis of the damaged area and condition of the returned sample extension tube, the extension tube was pierced by the turntable pin of z6 during the assembly of the indwelling needle. 2)after the z6 turntable pin breaks, it is replaced by the operator. Sometimes the replaced pin has burrs, which can cause damage to the extension tube at the z6s11 and s12 punching stations. 5. Improvement measures taken: before replacing with a new pin, the pin needs to be inspected under a microscope to ensure that the replaced pin has no burrs or other abnormalities before it can be used, in order to ensure product quality. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. After the inspection of the returned sample, the extension tube was damaged due to being pierced by the turntable pin of z6 during the assembly of the indwelling needle. The plant has taken corrective actions and has been continuously monitoring this defect issue.

Event description:
No additional information available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
During use, the hub fractured at the extension tubing, causing leakage. Five units were affected. Samples can be returned, with photographic evidence provided. A green claim is required, along with a complaint response letter and a complaint receipt confirmation.